Event description:
A pt had a major blood loss when the 3-way connector that was added by the clinic to the end of the return line came loose from the pt's catheter. The pt required intubation, transfusion of blood and IV adrenaline. The addition of the a 3-way connector to the end of the return line and its attachment to the pt's catheter is an off label use of the filter set.

Manufacturer narrative:
The use of valves between the return line and the catheter is off label use. According to the operators manual, only prismaflex sets (manufactured by gambro) are to be used with the prismaflex control unit. This is reinforced by the following warning in the operators manual as well as in the instructions for use for the set: "use only the prismaflex sets listed in this manual with the prismaflex control unit. The use of prismaflex sets other than those listed in this manual may result in pt injury or death." There is an additional warning in the filter set's instructions for use and in the operator's manual stating: "the use of operating procedures other than those published by the manufacturer or the use of accessory devices not recommended by the manufacturer can result in pt injury or death." The prismaflex performed according to specifications. The history data files from the prismaflex shows that the return pressure was never below the limit that triggers the alarm "warning: return disconnection" before the blood loss was detected, most likely due to the off label use of valves. Gambro has found no evidence to suggest that any gambro device caused this event. Gambro does not regard the submittal of this report as an admission of causation or liability.